Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's device and the leads were explanted due to an unspecified reason. No further information was reported.

Manufacturer narrative:
The reported field event of mechanical complication was not confirmed in the laboratory. The device was tested on the bench, and no anomalies were found.